Event description:
Event description cpi received information that this implantable pulse generator (ipg) was intermittently oversensing in the ventricle. The ipg is nearing end of battery life and the patient is pacemaker dependant..